Manufacturer narrative:
The device was not returned for analysis but review of work orders revealed. Since everything works when the pc is connected directly to the amplifier, it depends on the house's network connection. The cause traced to infrastructure cause code was selected based on work performed and customer troubleshooting. Complaint is not product related, but is hospital issue.

Event description:
The clearsign amplifier was selected for use during the pulmonary vein isolation procedure. It was reported that they had recurrent loss of connection between the amplifier and the labsystem computer. That happened during the procedure as well, and at some point, the physician decided to stop the procedure and repeat it once the connection was fixed. The patient had been sedated at the time of cancellation. No patient complication was reported. Device will not be returned as onsite work repair was ordered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. The clearsign amplifier was selected for use during the pulmonary vein isolation procedure. It was reported that they had recurrent loss of connection between the amplifier and the labsystem computer. That happened during the procedure as well, and at some point, the physician decided to stop the procedure and repeat it once the connection was fixed, however, the connection issue was unable to be fixed and procedure got cancelled due to this event. The patient had been sedated at the time of cancellation. No patient complication was reported. Device will not be returned as onsite work repair was ordered.